Manufacturer narrative:
An excalibur plus pc (about one yr old) was used with the pencil during the procedure. The biomed dept at hosp thoroughly evaluated the esu and found the device to operate within all specs, no problems found. The excalibur plus pc was not returned for eval. However, the pencil used during the incident was returned. This pencil is a concomitant device to the grounding pad where the alleged burn took place. The grounding pad report/data collection is being handled by conmed corporate.

Event description:
During surgical procedure pt was lightly burned on back of thigh, leaving a small red mark at the grounding pad site. An excalibur plus pc (about one yr ol) was used with the pencil during the procedure. The biomed dept at hosp thoroughly evaluated the esu and found the device to operate within all specs, no problems found.